Event description:
The patient had experienced lightheadedness intermittently over the past week. Yesterday, the patient stated that symptoms worsened. She called the device clinic which attempted remote access to the pacemaker. It was found to have no output. The patient was told by the nurse that the device was not working, and to report to the ed. The EKG in ed showed "junctional rhythm at 50 bpm." The patient "has significant av conduction disease leading to long pauses without the pacemaker." The pacemaker is part of an advisory for premature battery depletion. The generator was changed out and the patient's outcome was satisfactory.====================== health professional's impression======================there is a history of advisory on device i.e., premature depletion====================== manufacturer response for pulse generator, insignia======================none at this time.